Event description:
It was reported that the insulin pump has cosmetic damage. Customer fell on the insulin pump. The attic stair broke causing customer to fall ten feet and landed on top of the device. The blood glucose reading is 145 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had a broken off end cap, cracked reservoir tube lip and a scratched display window. No damage noted on lcd glass.